Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery test or verify low battery alert and excessive no delivery alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked lcd window, cracked case display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump case was cracked near bottom of screen and near battery. The blood glucose was unknown. The device will not be returned for the analysis.